Manufacturer narrative:
D10 ¿ date returned to mfg ¿ september 8, 2020. Additional information can be found in section d10. H10: one (1) used list# 011-ch3657, 43 cm (17") appx 2.8 ml, amber transfer set (lot# 4734811), one (1) used extension set, (list# unknown, lot# unknown), two (2) used 100 ml free flex container 0.5% glucose fresenius, one (1) used primary plum set, (list# unknown, lot# unknown) and one (1) used bd microlance needle were received and visually inspected. There were no visible damage or anomalies found. The connected devices were hydrostatic pressure leak tested. Leakage was observed from the connection point of the male luer, transfer set, and the clave of the trifuse connector. There were no additional leakage observed from any of the other devices returned. The leaking components were disconnected. A molding anomaly was identified on the male luer post of the transfer set. The clave seal had been torn and was slightly stuck down as a result of access with the damaged male luer. The customer's complaint of leakage is confirmed. The probable cause of the leakage is due to a molding anomaly on the male luer post created during the molding process at the suppliers facility.

Manufacturer narrative:
No product samples were returned for investigation, however, photographs were provided and evaluated. The photos show one (1) transfer set that is connected to the clave of a trifuse connector. Leakage can be seen at the connection point of the male luer of the transfer set and the female luer of the clave. No damage or anomalies are clearly visible in the images provided. The device history review (DHR) for lot number 4734811 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. However, the reported issue was previously confirmed for the same male luer purchased part lot number. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to a molding anomaly on the male luer post created during the molding process at the suppliers facility.

Event description:
The event involved a 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap that had an unspecified chemotherapy drug leak during patient administration. There was patient involvement and delay in therapy for a few minutes. However, there was no report of adverse event, no blood loss, and no medical intervention was required. This report reflects the first of 3 events reported.